Manufacturer narrative:
H.6. Investigation: bd received 4 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#1465371. See h.10.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. This event occurred 5 times. The following information was provided by the initial reporter: the customer stated "when a bd employee checked the risk of falling off the lock of 368607 eclipse at the blood collection center of west china second hospital of sichuan university, the bd employee slightly toggled the safety lock, and the lock fell off. A total of 1920 were checked. 5 cases fell off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. This event occurred 5 times. The following information was provided by the initial reporter: the customer stated, "when a bd employee checked the risk of falling off the lock of 368607 eclipse at the blood collection center of (B)(6), the bd employee slightly toggled the safety lock, and the lock fell off. A total of 1920 were checked. 5 cases fell off."